Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not updating to reflect retrieved medications given to the patients. A technical support specialist remoted into the station and found that the initial system review showed normal operation with no front-end issues, reviewed the database synchronization logs and identified a recurring error related to a conflict involving the discrepancy table. Applied the corrective action associated with this specific retry mode error and restarted database synchronization, confirming that synchronization resumed successfully. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine had not updated to reflect the medications. Customer had removed medications that had been given to patients, but the pyxis machine had displayed medications retrieved the previous day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.